Event description:
As reported in the literature article by jakobsen, l., holm, n. R., maeng, m., thim, t., kristensen, s. D., mogensen, l. H., & christiansen, e. H. (2022). Comparison of mynxgrip vascular closure device and manual compression for closure after femoral access angiography: a randomized controlled trial: the closure devices used in every day practice study, close-up iii trial. Bmc cardiovascular disorders, 22(1), 68. Https://doi.org/10.1186/s12872-022-02512-0 , this trial was powered to assess non-inferiority of four and thirty two patients where a mynxgrip vascular closure device was utilized compared to four hundred and three patient where manual compression was performed with respect to the primary endpoint at thirty days. It was noted that twenty five patients with in hospital large groin hematoma .the devices will not be returned for evaluation.

Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. The report also represents notification of 25 events for hematoma. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are mynxgrip vascular closure devices but the catalog and lot numbers are not available. The citation is as follows (comparison of mynxgrip vascular closure device and manual compression for closure after femoral access angiography: a randomized controlled trial: the closure devices used in every day practice study). A copy of the publication is attached with this report. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported in the literature article by jakobsen, l., holm, n. R., maeng, m., thim, t., kristensen, s. D., mogensen, l. H., & christiansen, e. H. (2022). Comparison of mynxgrip vascular closure device and manual compression for closure after femoral access angiography: a randomized controlled trial: the closure devices used in every day practice study, close-up iii trial. Bmc cardiovascular disorders, 22(1), 68. Https://doi.org/10.1186/s12872-022-02512-0 , this trial was powered to assess non-inferiority of four and thirty two patients where a mynxgrip vascular closure device was utilized compared to four hundred and three patient where manual compression was performed with respect to the primary endpoint at thirty days. It was noted that twenty five patients with in hospital large groin hematoma. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿haematoma¿ could not be confirmed as the product or photographs were not returned for analysis. The exact cause of the reported event could not be conclusively determined. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, and proper placement of the vascular closure device (vcd) sealant. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the hematoma. However, patient factors, pharmacological factors and/or procedural factors may have contributed the reported event. According to the product instruction for use, which is not intended as a mitigation of risk, prolonged access site-related bleeding is a potential risk associated arterial closure procedures. The user should maintain fingertip compression on the skin while removing the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.